Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the same malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again.